Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of swollen lymph nodes is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side "swollen lymph nodes." Patient additionally reported having ¿night sweats, fever,¿ and ¿virus;¿ these events are unrelated to the device.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset). This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "developed an infection after the placement of expanders." Device remains implanted. This record is for the right side.